Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly, unexpected restart alarm, external ram crc error alarm, battery failed alarm and off no power alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer advised they replaced the battery however blank display anomaly recurred for a second time. Customer advised they did not receive a low battery alert prior to the off no power alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.